Event description:
It was reported that the customer experienced intermittent low blood glucose levels that ranged from 50-56 mg/dl. The cause of the reported issue was due to the customer undergoing bariatric surgery and as a result is needing less insulin. The customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.